Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. Tac noted that the cv-190 front socket was dusty at the contact area. Tac conferenced the repair department with the customer to process a repair protocol. The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii video system center is unable to display image when the maj-1430 is being utilized with the 180 series scopes however; the 190 series scope work as normal. The event occurred during preparation for use, prior to an unknown diagnostic procedure. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
E2, e3 - three attempts were performed to obtain the occupation of the reporter, but no response was received from them. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the dust inside the video connector socket could not be identified. Olympus will continue to monitor field performance for this device.